Event description:
It was reported patient's high impedances on l5 drg lead. It was reported patient underwent surgical intervention wherein the lead was confirmed fractured. The lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.